Manufacturer narrative:
On (B)(6) 2017, it was reported that the customer had been discharged from the hospital (exact date not provided). However, the customer had gone to the doctors office on (B)(6) 2017 and per the customer's diabetes educator, the hospitalization was not pump related and the customer was aware of what she did wrong. No additional information was provided regarding the event. The customer was "doing better". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized for high blood glucose (bg) levels (1275 mg/dl) and diabetic ketoacidosis (dka). A bolus was delivered and insulin injections were used to address the bg level prior to going to the hospital. The contact was unsure what caused the high bg. In the hospital, the customer was treated with intravenous insulin and then pump therapy was resumed. The contact declined tandem technical support's offer to troubleshoot.